Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 21-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on 02-dec-2017 with the following findings: a review of the black box showed no evidence of power on reset events. The battery compartment was cracked at the threads on the side. The battery cap was not returned. A test battery cap fit successfully. The rewind, load, and prime steps were performed successfully. No power interruptions occurred. The pump cover was removed to find no intermittent conditions to the printed circuit board.